Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient had an scs system including a neurostimulator receiver, for which the adhesive pad accessory is used with that system. It was reported that several of the accessory adhesive pads caused torn skin upon removal from this patient. It was reported that the patient did not use the skin wipes that are intended to be used with the adhesive pads. The patient was advised to use a different type of tape while a replacement box of adhesive pads was sent. The adhesive pads the patient was currently using were not returned to ans. No further information is available.